Event description:
It was reported that the patella was loose. The pt was having extensor mechanism issues.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Should additional info become available, the eval summary will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report: cat# unk, lot# unk, description: 7x10 scorpio ps insert.